Manufacturer narrative:
B2: date of death: used (B)(6) 2022, as the exact death date was unknown. B3: date of event: used (B)(6) 2022, as the exact death date was unknown. E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter phone: (B)(6).

Event description:
Promus premier china registry. It was reported that the patient died. In (B)(6) 2018, the subject was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending (lad) extending up to middle lad with 90% stenosis and was 18 mm long, with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 mm x 20 mm promus premier stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Eleven days later, the subject was discharged on aspirin. On unknown date, the subject died, and the primary cause of death was unknown. There was no other action taken to treat the event and it is unknown if an autopsy was performed.

Event description:
Promus premier china registry. It was reported that the patient died. In (B)(6) 2018, the subject was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending (lad) extending up to middle lad with 90% stenosis and was 18 mm long, with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 mm x 20 mm promus premier stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Eleven days later, the subject was discharged on aspirin. On unknown date, the subject died, and the primary cause of death was unknown. There was no other action taken to treat the event and it is unknown if an autopsy was performed. It was further reported that the subject died on unknown day of 2022.

Manufacturer narrative:
B2: date of death: used (B)(6) 2022, as the exact death date was unknown. B3: date of event: used april 15, 2022, as the exact death date was unknown. B5 - describe event or problem: updated to include new information obtained. E1: (B)(6).